Manufacturer narrative:
Device evaluated by manufacturer: no allegation of product malfunction and the device was disposed of per the hospital's standard operating procedure and is not available for evaluation.

Event description:
The patient underwent a transoral incisionless fundoplication (tif) procedure. The physician believes that a 10cm paraesophageal tear occurred 25cm to 30cm distal to incisors, during entry of the device. The tif was completed and patient was stable on antibiotics. It was decided to repair the esophageal tear laproscopically with sutures and the patient was discharged two days later. The physician thinks the patient's esophagus was rigid due to esophagitis and that is why the tear occurred.